Event description:
Chuck from hi-speed dental handpiece was in use - piece seperated and flew off (revolves at 4200 rpm) catching patient's lip before hitting floor. The dentist made one stitch in patient's lip and put on antibiotics to cut down risk of infection. It was later noticed that patient had not received her dpt vaccine, so that the next day the patient was located and brought in for the vaccinationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.